Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8416-50 serial #: (B)(4) description: artisan MRI paddle lead 50 cm model#: sc-4316 lot #: 20520379 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. The physician believed that it was not device related. The patient was given antibiotics and underwent an explant procedure.